Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints for patient death were found in this lot. Visual inspection of the returned catheter revealed no kinks along the length of the catheter. Imaging core wind up in the telescope assembly was observed and appears to be unrelated to the patient death. Wind up, a design issue, is a result of the imaging core being constrained which breaks the signal pathway leading to image issues. The device labeling and directions for use (dfu) contains these potential complications: the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity. Additionally, these complications may necessitate additional medical treatment including surgical intervention and, in rare instances, result in death. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The risk of death is contained in the device labeling and is an anticipated procedural complication in these types of procedures.

Event description:
An intravascular ultrasound (ivus) imaging catheter was used in a lesion located in the left main/proximal left anterior descending (lad) artery. The patient experienced cardiac arrest sometime during the case and expired sometime later. The cause of death was heart failure.

Manufacturer narrative:
(B)(4).

Event description:
An intravascular ultrasound (ivus) imaging catheter was used in a lesion located in the left main/proximal left anterior descending (lad) artery. The patient experienced cardiac arrest sometime during the case and expired sometime later. The cause of death was heart failure.

Event description:
An intravascular ultrasound (ivus) imaging catheter was used in a lesion located in the left main/proximal left anterior descending (lad) artery. The patient experienced cardiac arrest sometime during the case and expired sometime later. The cause of death was heart failure.